Event description:
As reported by our colombian affiliates, during implant of a 23mm sapien 3 valve in the aortic position, when the commander delivery system balloon was about 60-70% of inflation, it burst. The valve embolized and was deployed in the descending aorta. During removal of the delivery system, withdrawal difficulties were noted and the delivery system got stuck. When the sheath was removed, liner delamination was seen. A second valve was implanted successfully. No vascular injuries occurred.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information being received. The following sections have been updated/ corrected: b4, b5, d4, g3, g6, h2, h4, h11. The investigation is ongoing.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our colombian affiliates, during implant of a 23mm sapien 3 valve in the aortic position, when the commander delivery system balloon was about 60-70% of inflation, it burst. The valve embolized and was deployed in the descending aorta. During removal of the delivery system, withdrawal difficulties were noted and the delivery system got stuck. When the sheath was removed, liner delamination was seen. A second valve was implanted successfully.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Provided imagery was evaluated, and the following observations were noted: balloon radial and longitudinal burst. Commander delivery system fully inserted through esheath. Esheath liner bunched at distal end. Calcification noted on native valve leaflets. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. In this case, the complaint for balloon burst was confirmed based on evaluation of the imagery provided. Available information suggests that patient factors (calcification) and/or procedural factors (overinflation) likely contributed to the event as per information provided the nominal volume +1ml was used to inflate the balloon. Additionally, calcification was noted on native valve leaflets. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Moreover, while the prescribed nominal inflation volume is provided in the IFU, over-inflation can expose the balloon to pressures high enough to cause it to burst. In this case, the complaint for difficulty or inability to withdraw system through sheath was confirmed based on evaluation of provided imagery. Available information suggests that procedural factors (withdrawal of altered balloon profile) likely contributed to the event as the balloon burst during valve deployment, esheath damages and removal of devices together demonstrates the difficulties withdrawing the commander delivery system. As the balloon had burst, the altered balloon profile may have made it more susceptible to catching on the distal end of sheath tip, which could have led to the observed withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.